Event description:
It was reported that on (B)(6) 2026, while pre-filling a catheter after to insertion into a patient, the customer noticed fluid leaking from the catheter; the catheter was subsequently removed and a new one was inserted. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.